Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar ramping numbers without button press noted. No unexpected battery out limit alarms noted. Scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 365 mg/dl. Troubleshooting was performed. The device was returned for analysis.